Manufacturer narrative:
Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -13.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to angle closure, elevated intraocular pressure, pressure spike and pupillary block. The lens was not exchanged for another lens. The reporter stated the surgeon did not believe the event was lens related and was not a vaulting issue. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Result: (operational problem) : visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. (B)(4).